Event description:
It was reported that a new ilet user experienced hypoglycemia while newly using the ilet pump, with blood glucose reaching 67 mg/dl recovering after oral carbohydrate treatment; the pump alerted to lows and the user followed standard hypoglycemia treatment. Customer care provided education regarding initial pump adaptation. Symptoms included feeling sweaty and unwell consistent with hypoglycemia. Outcomes included resolution of the low glucose without medical intervention or hospitalization. Investigation of this case revealed that the device functioned as designed by issuing low-glucose alerts and that user actions were appropriate, with no device malfunction identified. It was concluded that the hypoglycemia had an unclear cause during early use and that continued monitoring and adherence to hypoglycemia treatment guidance were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.